Event description:
It was reported that in the surgery of sinus tibia, when a surgeon inserted the locking screw of distal, the bone crack occurred.

Manufacturer narrative:
This report will be amended when our investigation is complete. Other device used: catalog# 0202100.1xx, sirus locking screw lot# unk. (B)(4).